Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom it was reported on (B)(6) 2024 that infusion sets not sticking and only lasting around three or four days and not the full seven days. No further information available.